Event description:
It was reported that pump battery was not charging, as customer explained that pump did not power on or show charging activity despite being connected to power. There was no reported impact to the customer¿s blood glucose level. Customer attempted to charge pump, and distributor later confirmed issue by testing pump with different cables and wall outlets without success; device was planned for return and customer received replacement pump.